Event description:
It was reported that during the implant procedure the right ventricular (rv) pace/sense lead exhibited high impedance and high thresholds. The rv lead was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.